Manufacturer narrative:
(B)(4). The occurrence date of the reported event was unknown. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was hospitalized for an unknown indication and required unspecified intraperitoneal (ip) antibiotics (dose and frequency not reported). The nurse was inquiring about the compatibility and stability of the medications added to dianeal solution. There were no further details provided regarding the patient¿s hospitalization, treatment, or diagnosis. Additional information was requested, but is not available at this time.